Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with unknown breast prostheses. The right breast prosthesis was discovered to have ruptured during removal surgery. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information regarding this event. The date of implant was in 2007, making this report eligible for psr submission. However, since it has already been submitted as a 30-day MDR, additional information will continue to be submitted in this matter as applicable. Mentor also became aware that the patient, in addition to the ruptured right breast prosthesis, also had bilateral capsular contracture. As a result, the patient underwent bilateral removal and replacement with non-mentor breast prostheses on (B)(6) 2018. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor with clear gel inside. Creases were observed on the anterior and extending to posterior aspect. A rent was observed within the crease on the posterior aspect, measuring approximately 0.7 cm. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. As a result, the product evaluation team (pe) concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The rupture complaint was confirmed, as a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture and capsular contracture are known complications associated with these devices, and are referenced in our product insert data sheet. It has been concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Manufacturer¿s reference number: (B)(4).